Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to cylinder aneurysm. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that the onset of the issue was around six months prior to the surgery. The patient did not experience adverse events. No more information available through physician. Should additional information become available, it will be provided.